Event description:
Customer reported one patient received false negative result. The initial result was sars negative and pcr test confirmed a positive result. It is unknown if the patient was symptomatic.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.